Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced difficulty scanning a freestyle libre 3 plus sensor with the ilet system until after troubleshooting, including bluetooth toggling, a device restart, and rescanning, after which the device displayed a sensor already started message and proceeded to warm-up. No adverse clinical symptoms were reported. Outcomes included restoration of expected sensor warm-up after successful recognition of an already started sensor. User support included guided troubleshooting and user education on bluetooth, sensor pairing status, and device restart. Investigation of this case revealed a temporary connectivity and pairing issue that resolved with standard troubleshooting, with no device hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related connectivity interference corrected by re-pairing and restart.